Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia as well as hypoglycemia. The customer blood glucose level was 200 mg/dl and 400 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump and glucose. The device will not be returned for analysis.